Manufacturer narrative:
The following operations were reviewed, in order to verify that the operations were properly performed, also records were reviewed, in order to ensure that complied with gmp (good manufacturing practices) requirements and procedures: the assemble base with cannula to inserter operation was reviewed to ensure that the cannula is properly assembled; no discrepancies were found. Dispense ultraviolet adhesive, cure and 100 percent inspected. Operation for buckle ay was reviewed to ensure that adhesive is properly placed, no discrepancies were found. Training records were reviewed, operators are trained on operations been performed. A review of the production floor inventory was conducted, a sample of thirty-two units to ensure that the cannula and the base does not present any damage that could cause a leak. No discrepancies were found. During functional testing, four samples of the production floor inventory were taken to perform test. Buckle was connected to the base and a syringe was used to pass water through the tube. No leaks were detected during testing. Production personnel takes four units at the beginning of the shift, at the beginning of each batch, at least every three hours to perform the leak testing. Production personnel verifies 100 percent that parts not be damaged (including scratches) or distorted/warped. Quality control performs an in-process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. Quality personnel verifies 100 percent that the needle tip is up and the blunt end is fully seated and verify the length while still in the needle hub on the pallet. Quality personnel will divide that the sample size so that a proportional amount is inspected at a one hourly interval to ensure that tubes have pass through the occlusion tester and that there is air flow above ten on the scale. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D5 is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
I was reported that the device is leaking after cannula removal. No patient injury was reported.